Event description:
Patient presented back to the physician with persistent throat pain. Physician brought the patient into the or and removed the entire system.

Event description:
Patient presented to the physician with right side otalgia and burning throat pain. Inspire system has not been activated for the patient and is currently not using inspire therapy. Physician prescribed pain medication.